Event description:
It was reported that the patient presented remotely via merlin.net transmission. It was noted that the implantable cardioverter defibrillator exhibited a long charge time alert. The alert triggered during a routine cap maintenance charge, and no high voltage (hv) charging had occurred earlier in the day. It was noted that the device had reached elective replacement indicator (eri) on (B)(6) 2019 but it was mentioned that the eri estimate was off. A remote alert was received on may 16, 2019 for charge time reaching maximum time. The device was explanted and replaced with no issue. The patient was stable throughout.

Manufacturer narrative:
The reported field event of extended charge time was confirmed via review of the printouts. Bench testing was performed on the high voltage charging circuits and was found to be normal. The cause of the extended charge time remains undetermined.